Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of vascular procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the system's c-arm was unable to perform geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and the customer reported no system movements. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found multiple ippc/video and software errors. The fse reloaded software on the image processing and flex vision pcs and verified operation. On further troubleshooting, the fse found a broken sib voltage cable, which was already repaired by the hospital biomed. To resolve the fse replaced the corrupted sib, replaced a bad can cable from sd1 to sib x61, replaced geometry module and resolved table tilt issues found during the investigation. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed with a minimum delay by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.